Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to an elevated blood glucose (bg) level that ranged from 576-577 mg/dl and diabetic ketoacidosis. Customer delivered a correction bolus prior to being hospitalized in attempt to resolve bg level. Customer was treated with intravenous saline and insulin while admitted to the hospital. Reportedly, the customer ran out of insulin as intended, and did not have pump supplies and insulin available to perform a cartridge change. In addition, the customer had pneumonia, which contributed to the reported high bg levels. The customer declined to perform a pump system check with tandem technical support, and indicated the pump functioned as intended. At the time of the report with tandem technical support the customer was still admitted to the hospital. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.